Event description:
We received a report from our local partner in (B)(6) that they had an x50 handheld computer in their demo surgical kit that was not sensing touch. A soft "reset" and "hard reset" were performed but did not resolve the issue. The product is at the manufacturer pending completion of product analysis.